Event description:
It was reported that dissection occurred. On (B)(6) 2019, the patient was implanted with two overlapping 2.75 mm x 32 mm synergy drug eluting stents. Post implant, distal stent dissection at mid left circumflex artery (lcx) was noted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.